Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient had difficulty charging the ipg after a non-device related surgery. It was unknown if electrocautery was used during the non-device related procedure. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one. The patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.